Event description:
A surgeon reported a pt with an unexpected postoperative refraction due to the lens being off axis by ten degrees following intraocular lens (iol) implant surgery. The surgeon reported he does not feel the iol caused or contributed to the event. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).